Event description:
It was reported that the right atrial lead exhibited poor sensing and high threshold values and a lead revision was performed. During the lead revision, it was determined that the atrial lead had become dislodged. The atrial lead was explanted and replaced with a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator 2013 (B)(6); (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).